Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that the blade broke during a knee prosthesis surgical procedure. It was further reported that there was a thirty minute delay as a result of this event. It was further reported there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that the blade broke during a knee prosthesis surgical procedure. It was further reported that there was a thirty minute delay as a result of this event. It was further reported there were no adverse consequences and the procedure was completed successfully.